Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (stroke); (insufficient information; cause of the events is unknown). Conclusions: known inherent risk of a procedure (stroke); (insufficient information; cause of the events is unknown); no device failure (procedure related; unrelated to device per investigator¿s documented assessment).

Event description:
A valiant stent graft system was implanted in a patient for the treatment of a 5.5 cm in diameter fusiform thoracic aortic aneurysm. The proximal aorta between the left subclavian artery (lsa) and left common carotid artery was 31 mm in diameter and the length of the proximal sealing zone was 30 mm. The aorta immediately distal to diseased segment was 31 mm in diameter. The diameter of the lsa at the level of the ostium was 13 mm in diameter and the diameter of the distal lsa was 10 mm. The length of the lsa was 44 mm. The access vessels were mild to moderate in tortuosity. The aorta had mild to moderate tortuosity. The access artery had no calcification. There was no circumferential mural thrombus present. The patient's inr was 1.00 prior to the procedure. No adjunctive procedures were performed. It was reported that the patient experienced confusion, agitation, and paranoia following the implant procedure. This was consistent with the patient¿s mental status following previous general anesthetic procedures, and the observations were initially attributed to the effects of the anesthesia. The patient also experienced lower extremity weakness, difficulties with gait, and vision problems. A neurology consultation and MRI was done, and it was discovered that the patient experienced multiple acute infarcts in both the anterior and posterior circulation compatible with central embolic source. The investigator assessed the stroke to be related to the procedure and the disease, but not the device.